Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty therapy for primary osteoporosis and a compression fracture at the th12 level. It was reported that the kyphon balloon was inserted into the vertebral body and expanded under imaging guidance. After reaching the endpoint, a decrease in pressure was observed while processing the product to optimal viscosity, leading to balloon deflation and removal. Upon reinflation outside the surgical field, swelling was noted and a small hole was identified, resulting in contrast agent leakage. Imaging confirmed a minimal amount of retained contrast agent, which was determined to be insignificant. Cement was subsequently inserted, and the procedure was completed successfully. No balloon fragments remained in the patient. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the there was no malfunction associated with the kit.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. D4: lot number is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.